Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The bias current message signals a condition occurred from which the device has the potential to cause another to run without user activation.

Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The bias current message signals a condition occurred from which the device has the potential to cause another to run without user activation.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was not duplicated; however, the service technician found the cable's wedge component would not lock onto the shop use handpiece during the functional evaluation. The presence of a worn wedge is known to cause or contribute to the reported event. The cord is not a repairable device and will not be returned to the user facility.